Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device.  The reason for call was caller reported the controller will not charge the implanted neurostimulator. Caller stated the screen just spins on checking the recharger. Patient services walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the batteries pack and confirmed controller is 80% and implanted neurostimulator is 40%. Caller confirmed recharger cord was kind of warm and cord going into paddle is kinked. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient son called back stated they received the rtm today and still getting checking recharger screen. Agent assisted caller with resetting the controller and start a recharging session and continue to see the checking recharger screen and was able to see controller 80%, ins red for a moment. Agent consulted with the repair dept and decided to replace the controller and battery pack. Caller stated they met with mdt rep  couple days ago and everything was working and now its not working. Agent reopened the case and sent email to the repair dept for controller and battery pack replacement. No symptoms were reported.

Manufacturer narrative:
H2. Correction: please note h6 codes b17, c20, and d14 no longer apply to this report. H3. Analysis of the returned recharger (serial # (B)(6) ) found that the device produced a poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.